Event description:
It was reported that the devices were used during a laparoscopic cholecystectomy. The clips crossed, scissored on three different devices. Another device was used to complete the case. There was no adverse consequence to the pt. Three devices are being returned.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.